Manufacturer narrative:
A 510k was found for this product. The correct 510k is k123213.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported there was a safety failure of the bd phaseal¿ injector luer lock n35c. The needle of the product failed to be covered. There was no report of injury or medical intervention.